Manufacturer narrative:
(B)(4). Batch # n9082g. The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was analyzed, and it was determined that it was likely connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ the device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the reported smoke was generated by the tissue pad being melted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap herniotomy, the tissue pad melted and was about to be detached off. The tissue pad was taken off outside the patient. No pieces fell into the patient. The doctor felt that a lot of smoke was reeking up from the blade before a tone was changed. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.